Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a cracked oxygen sensor. The sensor was replaced.

Event description:
The hospital reported the unit failed the leak test in the preoperative checkout. There was no report of patient involvement.